Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: quality safety evaluation of ptc. On 10-dec-2019: fu 1 and 2 processed together. Social media received: reporter was added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy/ had ebaby') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device. At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pregnancy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Pregnancy outcome was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy/ had ebaby/30 week prego') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information: reporter¿s information and references details and source documents were transferred from deletion case no (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('finally got them out') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2007, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy/ had ebaby"), 5 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss") and premature delivery ("baby was super early/30 week prego"). The patient was treated with surgery (medical device removal). Essure was removed in 2017. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown, the alopecia had not resolved and the premature delivery had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, medical device removal, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: had first e-baby after confirmed blockage t months later, he was super early, then now kust had second e-baby on (B)(6) 2015 (second episode of pregnancy was captured under case (B)(4)). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Addition: this report referring to patient's first pregnancy was also reported in record # us-bayer-(B)(4) which will be deleted from bayer safety database after all information was transferred to this case # (B)(4) which will be retained. New: event "premature delivery" and reporter comment were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('finally got them out') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2007, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy/ had ebaby"), 5 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss") and premature delivery ("baby was super early/30 week prego"). The patient was treated with surgery (medical device removal). Essure was removed in 2017. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown, the alopecia had not resolved and the premature delivery had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, medical device removal, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: had first e-baby after confirmed blockage t months later, he was super early, then now kust had second e-baby on (B)(6) 2015 second episode of pregnancy was captured under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('finally got them out') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("pregnancy/ had ebaby/30 week prego") and experienced alopecia ("hair loss"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown and the alopecia had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: second episode of pregnancy was captured under case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Case becomes an incident. Removal (medical device removal surgery) and hair loss was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.